Manufacturer narrative:
(B)(4). We are in the process of investigating this event. A follow-up report will be submitted upon completion of our investigation.

Event description:
During the procedure, an air embolism occurred. During the procedure, the introducer was inserted in the femoral vein and the extension tube of three-way stopcock separated from the introducer. An air embolism was noted in the lung; the patient became hypotensive and oxygen saturation decreased. The air embolism then resolved with no intervention and the patient stabilized. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Visual inspection of the device noted the sideport tubing was no longer attached to the hemostasis body. Further inspection noted an adhesive ring around the sideport tubing which indicated it had been inserted to the proper depth. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record and the analysis performed. The cause of the sideport tubing detachment was determined to be due to potential exposure of mdx/hexane coating in the sideport inner diameter of the introducer hub. Exposure to mdx/hexane coating was confirmed to lower the bond strength between the hemostasis hub sideport and the pvc stopcock extension tube. Actions have been taken in the manufacturing process to prevent reoccurrence.